Event description:
Pt came in with no edema or shortness of breath. Weight 85 lbs. Estimated dry weight 84 lbs. Pt began to cough and complain of abdominal pain after 1 hr. And 30 mins. Of treatment. Her face appeared puffy and she was slightly short of breath. She was taken off the machine to go to the bathroom. The uf was off and there were no alarms. The dialyzer was recirculating at this time. She was weighed again and her weight was 97 lbs (12 lbs over her pre-dialyzer weight). While the pt was in the bathroom the technician noticed that the saline bag had filled up with more saline and it appeared as if it was going to burst. Dr. Was notified and he was present during this incident. The pt's treatment was restarted on a different machine. Pt was ultrafiltrated and sent home with no further problems.